Manufacturer narrative:
The device has not been returned to sjm for evaluation. A review of the device history record is not possible as the lot number is unknown. The root cause classification of the reported pericardial effusion is anticipated procedure complications as pericardial effusion is a known inherent risk as stated in the IFU.

Event description:
It was reported during a cavotricuspid isthmus (cti) and left ventricular tachycardia (lvvt) ablation a pericardial effusion occurred. The physician completed the cti ablation in the right atrium with a safire tx ablation catheter and performed transseptal puncture using a brk transseptal needle through an agilis introducer. A safire blu ablation catheter was used to map the left ventricle when the patient was in normal sinus rhythm (nsr). The patient occasionally went into ventricular tachycardia (vt), which was pace terminated. During one episode of vt, the anesthesiologist was unable to obtain a blood pressure and a pericardial effusion was noted via intracardiac echocardiogram. Nsr was restored by pacing the patient and administering epinephrine. The physician performed a pericardiocentesis, which stabilized the patent; however, the patient was transferred to the operating room for open heart surgery to determine the location of the cardiac perforation due to small amounts of fluid that continued to drain from the pericardium. The patient was transferred to open heart recovery.